Event description:
It was reported that an increase in capture threshold was observed in the right ventricle. The lead was repositioned in 2008, and remains implanted.

Manufacturer narrative:
No medwatch form was received.